Event description:
It was reported that during an imaging procedure the catheter used was caught at the distal edge of the stent. The catheter was removed without a surgical procedure. It was also reported that the patient is listed as "good."

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.